Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp in the reported problem area of the pipetter assembly. All of the tip clamps and plunger clamps were cleaned. The tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.